Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump passed sleep current measurement, active current measurement and self test. No unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window, cracked battery tube threads, cracked case along the side of the battery tube and missing serial number label. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Event description:
The customer reported via phone call that their insulin pump received replace battery now alarm and pump error. The customer¿s blood glucose level was unknown. The customer did receive a low battery alert prior to the replace battery now alarm. Customer stated that this was second occurrence of replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.